Event description:
It was reported initially that a vns pt was experiencing painful stimulation and that a decrease in the pt's pulse width, enacted for pt comfort, had resolved the issue. Diagnostics performed at the pt's last visit confirmed proper device function. The rptr also indicated that the decrease in pulse width had resulted in occasional breakthrough seizures experienced by the pt prompting the rptr to disable the pt's device so that she could be admitted into another medical device study trial. Good faith attempts for add'l info have been unsuccessful to date.